Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf114 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (asfnf114) have been reported from the same facility.

Event description:
It was reported "we have a pediatric patient who has a powerloc max port needle 20g .75 in. That has cracked and leaked four times." This report addresses the fourth occurrence.